Event description:
A malfunction was reported on the pump by the caller. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.